Manufacturer narrative:
The reporting facility indicates that they are supplementing a report however we can't determine, based on previous information, whether or not we submitted this report therefore we are submitting this as an initial report. The device referenced in this report was not returned to olympus for evaluation or service at this time. An olympus endoscopy support specialist (ess) visited the site to assess the reprocessing practices at the user facility and provided training and education to the user facility staff on the following dates: january 30, 2015, january 31, 2015 and february 3, 2015. The ess noted reprocessing inconsistencies during the site visit. Olympus followed up with user facility to obtain additional information regarding the reported event by telephone and in writing but with no results.

Event description:
Olympus received a (B)(4) which reports that the second of six patients allegedly became infected with carbapenem-resistant klebsiela pneumoniae (crkp) after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure using a duodenovideoscope. On (B)(6) the preliminary results showed to be pan restraint except to colistin. The patient was continued on anaerobic medication meropenem and flagyl to treat fluid collection. It was reported that prior the patient had been treated with ciprofloxacin ((B)(6)) and metronidazole ((B)(6)) intravenously for a two week period. The patient exhibited an increased tmax with pain and was again administered ciproflaxin. On (B)(6) interventional radiation performed a guided fluid drainage procedure, after a review of follow up cultures and repeated imaging of fluid collection. However, the patient remained bilious. It was reported that the patient received a total of eight weeks of intravenous antibiotic therapy with meropenem, linezolid, metronidazole and colistin for cre (discontinued (B)(6)). The patient was afebrile for two weeks and was taken off antibiotic on (B)(6). In the same medwatch report the user facility reported that after an epidemiologic and microbiologic investigation conducted by the user facility on all of the cre patients; the user facility reported a cluster of patients were identified with klebsiela pneumoniae. The user facility reported that all eight of the patients had undergone ercp procedures with a duodenovideoscope approximately within a three month period. This is report 2 of 6.